Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user in the first week of ilet use experienced hyperglycemia after eating chips and pretzels without a meal announcement due to unfamiliarity with the ¿less than¿ option, with glucose peaking at 273 mg/dl and trending down afterward as the ilet continued automated correction. Symptoms included high blood glucose without clinical sequelae. Outcomes included transient elevated glucose outside target for about two hours, without hospitalization, medical intervention, ketone testing, or backup therapy. Investigation included complaint review and user education on meal announcements and ilet automated correction. Investigation of this case revealed user-related missed meal announcement with device performing as designed to deliver automated correction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement during early adoption.